Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for the call was the patient stated they were getting shocks in the middle of the night and it shocks so bad they would get muscle cramps. The patient stated this started about a week ago. Patient services walked the patient through checking their settings. The patient was on group c with 1, 2, 3, and 4. The patient switched to group a, and the intensities were 1: 0.4, 2: 0.4, 3: 0.6, 4: 0.5. The patient then switched to group b and the intensities were at 1: 4.8, programs 2 to 4 were at intensity 4.9. The patient decreased intensity to 3.0 for group b and confirmed that they were no longer feeling the shocks. The patient also stated that when they stood up, their legs really felt bad, and they could hardly put weight on them. The agent walked the patient through turning off stimulation, and the patient stated they felt better but still felt pain. The issue was not resolved through troubleshooting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.